Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure for treatment, thrombosis formation occurred. An amplatz super stiff wire was used during a tavi procedure. The wire had been manually shaped before introduction. A large thrombus was identified "swirling around" in the left ventricle. Before the thrombus could be evacuated the patient suffered a catastrophic cardiac arrest from which she did not recover despite resuscitation attempts. The post mortem report identified a 6cm thrombus in the left ventricle of the heart. The patient had an act greater than 300 seconds which led the physician to conclude something thrombogenic had to have been introduced into the patient to cause the thrombus, the amplatz guide wire was the most likely source of the thrombus. There were no reported issues with the amplatz guide wire.

Event description:
It was further reported that manual pre-shaping the wires results potentially in wire damage exposing thrombogenic surfaces of the wire. In two of the reported cases the physician is quite confident that the thrombus started forming on the wire and then quickly extended onto the frame of the valve and into the left main coronary artery (lmca). From the moment of seeing the thrombus on the wire at the life peri-op transesophageal echocardiogram (tee) to hemodynamic collapse only 2 minutes passed. The preforming was not done by different people and there are only two tavr operators in the physician's lab including himself.

Manufacturer narrative:
The device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
The device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).